Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded following the procedure and was not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, patient factors (mild to moderate aortic valve calcification, moderate stj calcification) likely contributed to the balloon burst during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure an 18fr non-edwards sheath was inserted via a right femoral artery cutdown. Valve alignment of a 23mm sapien 3 valve was performed in the straight section of descending aorta. Balloon aortic valvuloplasty (bav) was not performed prior to valve deployment. During valve deployment and upon full inflation the delivery system balloon burst. Since the valve was nearly fully expanded and no paravalvular leak (pvl) was observed, no further treatment was required. The ruptured balloon was withdrawn without difficulty. No injury or complication occurred due to balloon burst. Upon removal, a rupture was observed in the distal part of the balloon. No difficulties were experienced during the delivery system insertion/advancement and valve alignment. The native annular valve area measured 390mm2. Mild to moderate aortic valve calcification and moderate sinotubular junction (stj) calcification was reported. Per the medical opinion, calcification of stj likely contributed to the balloon rupture. The delivery system was discarded following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.